Manufacturer narrative:
Concomitant medical products: addrl1 lead, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) pacing system was removed due to infection. No further patient complications have been reported as a result of this event.